Manufacturer narrative:
The service inspection found the glue from the distal forceps cover is missing. Additionally, the objective lens screw is not flushed. There is minor peeling and surface damage on the pink colored probe. The bending section glue is peeling. The objective lens surface is scratched, the light guide lens is chipped. There is a white dot on the image., minor scratches on the insertion tube, the free-engage lever shrink tube is scratched, and the control knob has play. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed the customer evis exera ii ultrasound gastrovideoscope was returned for service/repair for a reported ¿sealant is coming off at the distal end¿. The problem was found during reprocessing. Upon inspection and testing, the glue from the distal forceps cover is missing. This report is being submitted to capture the glue defect. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.